Manufacturer narrative:
(B)(4). The lot 14d058 was manufactured on april 30, 2014 ¿ may 01, 2014. The device was returned for evaluation. Visual inspection of the unit (via the naked eye) noted a red fragment approximately 4.64 mm in length located inside the housing, not in the fluid path. During sample analysis the red fragment was identified to be a shaving from the red coil cap. The reported problem was verified. The direct cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had suspended particulate matter in an unspecified location. This was found before use. The device was filled with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.